Manufacturer narrative:
Evaluation conclusion: the device was scrapped by the manufacturer.

Event description:
It was reported by the customer that the device had metal shavings coming off of the handpiece. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.